Event description:
It was reported that the customer noticed corrosion in the battery compartment. The customer also mentioned that the batteries are having to be changed out frequently. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The device had minor scratched display window.